Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient "more recently" they noticed that every time their hcp would "operate a little higher" with their therapy settings they could feel the effects of the stimulation in their head which bothered them and they didn't really get adequate sleep because of that. The patient noted that they were "so sensitive to pulsating." The patient mentioned that their hcp has adjusted the "hertz" before and they wanted to know why the hcp would change that. Agent redirected the patient to their hcp to discuss. After their last appointment with their hcp, the patient noticed that they no longer had control over their left side on the therapy screen, but they still had control over the right side. The patient asked why the hcp would make the decision to not give them control over the left side, especially when the patient was in the habit of adjusting each side up or down as needed to relax their body and make it so they wouldn't be shaking all the time like they were at the time of the call. The patient was connected to the implant at the time of the call and confirmed therapy was turned on. The patient was redirected to their hcp to further address the issue.